Event description:
The patient has reported that they had a stryker implant since (B)(6) 2016 and because of the symptomatology a revision implant is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Manufacturer narrative:
The following devices were also listed in this report: uhr bipolar 28x51mm; cat # uh1-51-28; lot # mlj0m4, omnifit ha hip stem #8; cat # 6017-0830a; lot # mkhar8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry provides information that a patient underwent a left bipolar hemi arthroplasty in 2013 and in 2021 the patient was having severe pain which supposedly required revision. However, since that time no revision has occurred. I have been provided no documentation of any kind regarding x-rays, office notes, operation reports or workup to determine why the patient is in pain and why revision would be needed. I only have a discharge summary and therefore cannot confirm for certain that the surgery occurred. Assuming the patient has unexplained pain, the root cause cannot be determined with certainty. Unexplained pain following bipolar hip arthroplasty could be due to secondary degeneration of the acetabulum or other issues such as possible loosening, occult infection, or impingement. Without further information and documentation no other conclusion can be drawn." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing "severe pain" post-operatively. A review of the provided medical information by a clinical consultant indicated: "this inquiry provides information that a patient underwent a left bipolar hemi arthroplasty in 2013 and in 2021 the patient was having severe pain which supposedly required revision. However, since that time no revision has occurred. I have been provided no documentation of any kind regarding x-rays, office notes, operation reports or workup to determine why the patient is in pain and why revision would be needed. I only have a discharge summary and therefore cannot confirm for certain that the surgery occurred. Assuming the patient has unexplained pain, the root cause cannot be determined with certainty. Unexplained pain following bipolar hip arthroplasty could be due to secondary degeneration of the acetabulum or other issues such as possible loosening, occult infection, or impingement. Without further information and documentation no other conclusion can be drawn." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient has reported that they had a stryker implant since (B)(6) 2016 and because of the symptomatology a revision implant is required. Update per response: "patient requires revision due to "severe pain". Update (B)(6) 2022: the revision has not taken place. At this moment there are no details available regarding a planned date of the revision. Update: primary revision occurred on (B)(6) 2013.